Event description:
The customer reported that he was hospitalized due to low blood glucose levels, with a reading of 40 mg/dl. The customer stated that the settings in the insulin pump are incorrect. The customer didn't know what his settings should be, and he no longer had a primary physician. Advised the customer to get a primary physician right away in order to get his proper settings. Advised that we would be able to assist him with the programming once he got his proper settings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.